Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: prophylactic removal. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation with unspecified mentor saline implants and underwent prophylactic removal on (B)(6) 2007. The patient indicated they wanted a different size and shape but had the implants removed due to concerns about the age of the device. No signs, symptoms, or adverse events were reported, but as the patient underwent removal mentor is reporting this to the FDA. This report is for the right side device.